Manufacturer narrative:
This serves as a correction report. The following have been updated per additional information received from customer: b5 - describe event or problem. H6 - adverse event problem (health effect - clinical code, health effect - impact code, medical device problem code). Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore abbott diabetes care (adc) considers this issue to be non-reportable and closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) device. The customer self-treated with unspecified treatment. There was no report of death or permanent impairment associated with this event. The following additional information is being provided in this report: abbott diabetes care (adc) was able to contact the customer on may 4, 2026 and the following additional information was obtained: the customer clarified that a low readings issue was reported with the adc device. The customer received a reading of 50 mg/dl on the adc device compared to an unspecified reading on a competitor brand meter. The customer was asymptomatic and self-treated with 2 units of insulin (type unspecified). Subsequently, the customer obtained a reading of 140 mg/dl on the adc device. There was no emergent third-party treatment reported for this issue and the customer was asymptomatic. Please note, that the product problem that required self-treatment was due to low readings received on the adc device and not due to the bleeding issue that was previously reported under emdr-659398. Therefore, based on the information provided, there is no indication that an abbott diabetes care (adc) device contributed to a serious injury. Therefore adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) device. The customer self-treated with unspecified treatment. There was no report of death or permanent impairment associated with this event.